Event description:
On (B)(6) 2010, the patient's husband reported there is a large air bubble located at the top of the insulin cartridge of the patient's infusion device. He stated it is near the adapter and there is another medium-sized bubble located at the bottom of the cartridge. He stated the cartridge has been in use for about a day. He said the device adapter has been changed but he does not know when. He was advised the adapter should be changed every 10th cartridge change. The patient disconnected from her infusion headset and primed all air bubbles out. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was requested to be returned for evaluation.